Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen offset stem extension 11mm x 100mm catalog #: 00598802011 lot #: 66379221, nexgen trabecular metal femoral diaphyseal cone small 30mm left catalog #: 00545001730 lot #: 66108362, nexgen trabecular metal femoral metaphyseal cone 35mm medium left catalog #: 00545002135 lot #: 64681621, nexgen articular surface with hinge post 12mm size d catalog #: 00588004012 lot #: 66815609, unknown nexgen cemented precoat tibial component size 3 catalog #: 00588000300 lot #: 66378437, nexgen trabecular metal tibial cone large 60mm x 36mm left catalog #: 00545001360 lot #: 65531797, persona central tibial cone catalog #: 42545000508 lot #: 65761782. G2 - report source - foreign: event occurred in australia. H6 - component code - proposed code is mechanical (g04) - femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision due to femoral loosening and pain approximately nine (9) months post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of pictures provided identified an explanted femoral component and stem still assembled with signs of use and presence of cement. Radiographic review showed a mildly displaced periprosthetic fracture and atypical alignment of the tibial cones, suspicious for loosening. The review also showed mild valgus alignment of the left knee, a slightly short left femur and internal tibial rotation, however, the reported loosening could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.